Event description:
"On (B)(6) 2012, customer" that the dxc 800 pro instrument generated a high sodium (na) result on one patient sample. The result was not reported out of the lab. The sample was repeated on two other instruments and was lower. There was no impact to patient treatment based on the erroneous results. This MDR is associated with MDR 2050012-2012-01671, in which the field service engineer (fse) had evaluated the instrument on (B)(4) 2012, for an event that occured on (B)(6) 2012, and replaced the carbon bridge assembly, the na electrode and the electrolyte injection cup. After the fse left and was to return on (B)(4) 2012, to finish service, the customer ran a patient sample on the instrument in question. When fse returned on (B)(4) 2012, he replaced the ratio pump and this resolved the issue. Customer has not reported any further issues. Mdrs associated with this event: 2050012-2012-01671.